Manufacturer narrative:
Initial medwatch was submitted in error. After further review it was determined that event/product did not meet the MDR requirements as the product didn't malfunction and there was no serious injury.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that a surgery involving an attune rev rp with tibia and femoral sleeves with two 60mm stems on the femur and tibia was just finished. They began with the tibia, distal reamed to a 16mm x 60 stem, conical reamed with a stem trial, and began broaching with the 29mm broach and stem trial. There was a lot of force to get the 29mm broach down, thus moving on to assembling the 6 tibia/29mm sleeve trial/ and 16x60 stem trial, seated the trial flush, and keel punched. They finished the femoral side with a size 8 femur and 30mm femoral sleeve and 18 x 60 stem with distal and posterior augments to balance the knee. Once they assembled the femoral and tibial implants according to the trials we began cementing. Upon impacting the tibial component into the tibia we remained proud 5-6mm+, he needed to try to get the tibia out and find out what was wrong before cement was hard. They attempted this 4 times, opening new batches of cement each time. Before the second attempt we went through all the steps on the tibia again, confirmed implants were the correct sizes, and it still remained proud 4-5mm. The third attempt we reamed up to 18mm distally, broached again, keel punched again and the implant still remained proud. He attempted one last time with very little cement this time and it still sat up proud 2-3mm. Doe: (B)(6) 2019; right knee.